Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left anterior descending artery. A 2.0x15mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, the balloon ruptured during the second inflation at 12 atmospheres. The procedure was successfully completed with a new 2.0x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.